Event description:
It was reported that an alarm 2 occurred and the customer experienced multiple occlusion events. Blood glucose level did not exceed 500 mg/dl and was within a normal range, so there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, but the occlusion issue was recurring. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.